Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen went blank after a battery change. The pump allegedly still produced audible tones and vibratory alarms, but the screen did not function until the reporter cleaned out the battery compartment using a swab with alcohol. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a review of the device history indicated several cs 054-0000 call service alarms, which were consistent with sleep alarms that could cause the display screen to go blank. The pump was powered on and the display screen was fully illuminated and functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.